Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that, the customer was hospitalized from (B)(6) 2017 for low blood glucose as 0 mg/dl and went into coma and almost passed away. The current blood glucose was 261 mg/dl. Customer treated with sugar water for low blood glucose. Customer experiencing low blood glucose since last past couple of months. The drive support cap appears normal. The significant events leading to hospitalization included as customer was unconscious for about 4 hours. The customer wearing the pump at time of hospitalization. Reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.